Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4). Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that after the deployment of the mynxgrip device, the patient developed a hematoma of 6 cm or less. The hematoma was observed after manual pressure of 2 minutes was released. Additional manual pressure was applied for 30 minutes or less to achieve hemostasis and treat the hematoma (the total duration of manual pressure is unknown). The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available.